Manufacturer narrative:
A ge representative evaluated the system and adjusted the amplifier field settings and adjusted the camera. System operates as intended.

Event description:
The customer reported that the images are deformed and small fields are not the right size. No pt injury was reported.